Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the system was explanted on (B)(6) 2021.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Event description:
It was reported that the infection is resolved.